Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two (2) years and six (6) months post-implantation, the patient began to experience anterior knee pain. Subsequently, the patient required a patella resurfacing which was performed without reported complication. A patellar device was implanted in addition to the initially implanted devices.